Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was challenging. A triclip was successfully implanted. An attempt was then made to deploy a second triclip. The clip advanced into the ventricle, and its position was determined to be unsuitable. As a result, the clip was retracted back into the right atrium. The clip subsequently became lodged within the right atrium. Troubleshooting maneuvers were performed but were unsuccessful. Consequently, the clip was deployed at the eustachian valve. Following deployment, pericardial effusion and chordal rupture were observed. The tr was reduced to grade 1-2 post-procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints reported from the lot. All available information was investigated, and based on the information provided, a cause for the entrapment of device with the anatomy resulting in foreign body in patient (clip implanted on the eustachian valve), unspecified tissue injury and pericardial effusion in attempts to remove the clip cannot be determined. Image resolution poor is related to procedural conditions as the imaging was reported to be challenging during the procedure. Tissue damage and pericardial effusion are known possible complications associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.